Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of error code was confirmed. The service technician resolved issue by reseating the memory card at the rear panel and the alert disappeared after reformatting the buffer in accordance with the technical guide. Additionally, determined that the locking lever on the receptacle board for the scope socket was loose and would not properly retain scope connector cables. Replaced scope socket and performed full inspection on unit and unit passed all inspection checks including estimation. The cause could not be determined. No further information was reported.

Event description:
The customer reported to olympus that the device received error codes. There was no patient injury reported.